Manufacturer narrative:
Pca pump sn (B)(4) was returned with an ambit cassette filter spike (lot number unk) and a non summit medical fluid bag attached to the cassette. The entire unit was returned in a pca pump box. The box is only meant to hold the pump and the manuals only. The 1.2 micron filter on the cassette was severed at the elbow of the upper end because of the way it was seated in the box. Not sure when the filter broke, possibly during shipping to summit medical. The cassette was removed from the pca pump and the cassette cap was taken off. During the disassembly, it was noted that the c-flex tubing was not engaged into the cassette body and rollers. The c-flex tubing did not appear to have any signs of pinching around the rollers. Since the cassette was compromised during shipping we were unable to verify if the cassette over infused. The pca pump came with batteries. The pump was turned on and the settings were verified. The settings are as follows: rx 0.0 ml/hr; 4.0 bolus; 00:15; 1000 ml. (Unk as to why the pump was set to infuse 1000 ml's if there was only 40 ml's in the bag to use?) Last use pump history: 4 ml; 2 bolus; 2 bolus attempted; 01:37 hr/min. Overall lifetime liters of volume infused with this pump 12.54 lt. The pump was set to run with the current settings (already programmed) in, 0.0 ml/hr; 4.0 bolus; 00:15; 1000 ml. Since the cassette returned was determined to flow unrestricted a new cassette was used to complete the pump evaluation. The cassette was primed then mounted onto the pump the downstream tubing was attached to a burette. The upstream tubing was attached to a fluid bag containing distilled water. The run/pause button was activated and ran the 4 ml bolus. At the end of the 4 ml bolus, the burette read 3.95 ml's infused. Which is within the specified guidelines.

Event description:
It was reported that a pt had an epidural catheter. The pump was programmed to 0.0 ml, bolus volume 4.0 ml, bolus lockout time: 15 mins, 40 mins after insertion the doctor was called to the labor room because ma alert occurred. "The doctor could not correct the issue with the pump so he the system another pump." The pump worked without problems, the first bolus (4.0 ml) was requested. Ninety mins later, the doctor was called to the labor room since the medi bag was empty. The mobility of the legs of the pt was restricted, the contractions were suppressed. The doctor disconnected the pump and the system from the pt. An ecbolic drug was given to start the contractions activity again. Two and a half hours later, nativity was without problems. Mother and neonate were fine and finally the pt was satisfied by the care during the birth.